Manufacturer narrative:
Additional pro-code: gei. UDI#: (B)(4). Device returned. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via cst tool that the initial vapr tripolar 90 suction electrode (u1906083) did not work, leaving a "invalid" electrode message. The second vapr tripolar 90 suction electrode (u1905073) worked for a bit, but then the generator read a message to the effect of, "pairing in progress, fail, see user's manual." The account was unsure if the generator failed, the probe failed, or a combination. While attempting to get the account back up and running, their wireless foot pedal wouldn't pair to other generators and their wired foot pedal coag pedal wouldn't work. The procedure was completed successfully with no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received for evaluation. Visual inspection reveals that there are several chips and scratches in the in the paint on the housing and the pedal. There were no anomalies on the cable and the connector. The fischer cap is missing from the end of the connector. The device was taken to the lab and connected to a vapr vue generator. An electrode was connected to the generator and the tip submerged in a beaker of saline solution. The ablate and coag pedals were tested and functioned as intended. The mode button was also tested and functioned as intended. The test was performed several times to ensure continuity of function. This complaint cannot be confirmed. We cannot determine what caused the user to experience the reported events; we cannot discern a root cause for the reported failure modes. A manufacturing record evaluation was performed on 8/30/2019 for the finished device 1106098 lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).